Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor failed continuity tests due to an open infrared in the emitter assembly. When tested with a known good device and the returned cable, the error message "module or probe is malfunction" was displayed. The customer returned cable failed visual inspection as a pogo pin was verified stuck in the barrel causing an open connection on the orange conductor, which resulted in failed continuity tests; however, since pogo pin #2 and 10 are tied together, the cable will function with a non-mx technology.

Event description:
It was reported that during continuous spo2 monitoring, the nurse educator noted that the monitor suddenly displayed no reading and no pleth waveform. The monitor had been displaying both without incidence. The nurse educator also stated that there was no light at the emitter. The nurse states that the patient was sleeping, not moving and was resting on mother's chest "skin to skin". The nurse indicated that she disconnected the sensor and cable, relocated the sensor to another site (from left foot to right foot), and reconnected the sensor to cable. The monitor resumed with pleth waveform and reading on the monitor. No known impact or consequence to patient.